Manufacturer narrative:
(B)(4). The patient/care giver reused single-use supplies during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during fill three of four of peritoneal dialysis therapy. The patient and care giver stated that they switched out the used supply bag and the used heater bag during the therapy. The patient and care giver placed the used supply bag on the heater line. The technical service representative explained this issue and advised to end the therapy. The patient was going to finish therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.